Manufacturer narrative:
The reported event of high capture threshold was confirmed. A complete lead was returned in one piece. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 33.4 cm to 33.8 cm from the connector pin. The cause of the reported event was due to the external insulation abrasion consistent with exposure to constant friction against another implantable device or feature of the patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number :2938836-2019-03766. It was reported that the during follow-up in clinic, high capture threshold was observed on rv and ra leads. Rv lead was capped and ra lead was explanted on (B)(6) 2019 and both leads were replaced. Patient¿s condition was stable during and post-procedure.